Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions board, generator interface board, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a communication failure error and that the system produced uncommanded x-rays. This is consistent with a system lockup. There was no uncommanded x-ray. This could result in the delay or cancellation of a procedure. There was no pt injury or death reported.